Manufacturer narrative:
Initial and final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No complaint sample or applicable photographs were provided for evaluation. Consequently, the investigation was not able confirm the reported failure mode. The lot number is unknown, therefore no device history record review is able to be performed. Without a sample to evaluate and no lot information to review a device history record, the investigation was not able to confirm the reported failure mode. Consequently, the investigation was not able to identify a probable root cause for the complaint. Since the investigation was not able to identify a probable root cause, no corrective or preventive actions were identified for this complaint. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the valve was defective. The exact defect can not be described. Patient was in the clinic, where the valve was changed.

Manufacturer narrative:
Follow up emdr for a correction. It was noted that in the initial emdr that the dropdown indicated that this was a 5-day report instead of the intended 30-day report.